Event description:
It was reported that during a da vinci-assisted hemicolectomy - right surgical procedure, the e-100 front panel leds were not lit, and the unit would not power on. The technical support engineer (tse) recommended cycling the rear power switch; customer had already tried, and the issue persisted. The tse recommended ensuring the ac power cord was securely connected to the ac power, disconnecting and reconnecting the ac power cord, cycling the rear power switch, and attempting to power on at the front panel. The unit would not power on, indicating a possible e-100 power supply failure. The customer continued the procedure using the erbe vio for the vessel sealer function. The procedure was completed as planned with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: customer reported that the issue was identified prior to start, post anesthesia and ports were placed. The system was checked upon powering up. The patient information was provided.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. The fse replaced the e-100 generator. The system was inspected, tested, and verified as ready for use. Isi has not received the e-100 for evaluation. Therefore, the root cause of the customer reported failure mode has not been determined. A follow-up MDR will be submitted upon completion of the failure analysis evaluation and if additional information is received. A review of the logs was performed. Per the review, the following was confirmed: system serial ¿ (B)(4), event date ¿ (B)(6) 2022, and procedure name - hemicolectomy - right. No image or video clip for the reported event was submitted for review. Based on the information provided at this time, this complaint is being reported due to the following conclusion: the e-100 was replaced after the start of the procedure and the surgeon was able to continue with the procedure robotically with the esu. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur. System unavailability after start of a surgical procedure could lead to the procedure to be converted/aborted and may lead to an injury due to the patient's inability to tolerate a conversion/abortion.